Event description:
The patient was in the or when the morcellator failed to perform as intended, it wouldn't cut.what was the original intended procedure?laparoscopic supracervical hysterectomy with left salpingectomy, right salpingo-oophorectomy, cystoscopy.device #1is this a laboratory device or laboratory test?no.